Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this investigation. It was reported that the patient underwent a transplant on (B)(6) 2021. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2018. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection, and other potential events, as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being evaluated at the clinic for heart transplant candidacy. Additional information was received that the patient had a chronic skin exit site infection that was pseudomonas in nature. The onset date for the infection was (B)(6) 2021. The patient was placed on chronic oral antibiotic therapy which was to be continued until heart transplant. The patient was transferred to (B)(6) for further care and to await transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the (B)(6) left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being evaluated at the clinic for heart transplant candidacy. Additional information was received that the patient had a chronic skin exit site infection that was pseudomonas in nature. The onset date for the infection was (B)(6) 2021. The patient was placed on chronic oral antibiotic therapy which was to be continued until heart transplant. The patient was transferred to university of (B)(6) for further care and to await transplant.